Event description:
The user facility reported that it was hard to remove the guide wire. When they were finally able to remove it, the guide wire curls up and makes a hole in the catheter. The distributor further indicates that this has been an issue for the last year. There was no patient contact with this device.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.